Manufacturer narrative:
Dippel, e., md, shammas, n., md, takes, v., coyne, l., & lemke, j. (2006). Twelve month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries:a quality of life assessment. The journal of invasive cardiology, 18(7), 316-321. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are smart stent but the catalog and lot numbers are not available. As noted in the publication by dippel. E., shammas, n., takes, v., coyne, l., lemke. J. (2006). Twelve-month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries: a quality-of-life assessment. The journal of invasive cardiology. 18(7). P.316-21; reported that, one patient post smart stent implantation, developed recurrent claudication three months after stenting. A femoral-popliteal bypass was performed, which subsequently closed acutely, and the patient underwent an above-the-knee amputation eleven months after the index procedure. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate. No other information was reported. The device was not returned for analysis. Device history record (DHR) review could not be performed since complaint lot is unknown. The reported ¿claudication¿, ¿reocclusion¿, and ¿above knee amputation¿ could not be confirmed due to the nature of the events and procedural films not being received. The exact cause could not be determined. As per the potential complications in the instructions for use (IFU), which is not intended as a mitigation, ¿the following complications may be associated with intravascular stent implantation: abrupt closure, amputation, arterial occlusion / thrombus, arterial restenosis, arterial stenosis, or dissection, worsened claudication or rest pain, ischemia requiring intervention (bypass or amputation of toe, foot, or leg), stent embolization, stent migration, stent occlusion.¿ without a lot number to conduct a product history record review, it is not possible to determine if the reported events could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Publication has been attached. (B)(4).

Event description:
As noted in the publication by dippel. E., shammas, n., takes, v., coyne, l., lemke. J. (2006). Twelve-month results of percutaneous endovascular reconstruction for chronically occluded superficial femoral arteries: a quality-of-life assessment. The journal of invasive cardiology. 18(7). P.316-21; report one patient post smart stent implantation developed recurrent claudication three months after stenting. A femoral-popliteal bypass was performed, which subsequently closed acutely, and the patient underwent an above-the-knee amputation eleven months after the index procedure. The intended procedure was percutaneous revascularization for superficial femoral artery (sfa) chronic total occlusion (cto). The stent diameter was oversized by 1-2 mm greater than the target reference vessel lumen, and post-dilation was performed with an unknown balloon diameter equal to the reference vessel lumen by visual estimate.